Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a regular follow-up performed on (B)(6) 2015, high impedance and threshold of the left ventricular lead were reportedly observed. An x-ray was reportedly performed on (B)(6) 2015, which did not reveal any lead dislodgement.

Event description:
During a regular follow-up performed on (B)(6) 2015, high impedance and threshold of the left ventricular lead were reportedly observed. An x-ray was reportedly performed on (B)(6) 2015, which did not reveal any lead dislodgement.